Event description:
Patient experience: report involving the aspira® product. Family included a report involving a male patient, aged 18 years or older, experienced a dislodged catheter. The catheter was located in the abdomen for drainage.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformance's of this nature are monitored by the operation team.